Event description:
The user facility reported that the tip of the guidewire was sheared during a procedure. Follow-up communication confirmed: a portion of the guidwire tip was trapped against the wall of the vessel when the stent was deployed in the patients lad; the physician then pulled the wire "with force" in an attempt to remove the device; subsequently, the wire "broke" and a snare was used to retrieve most of the wire;the portion of the wire that was stented against the lad wall remained in the patient; the patient was reported to be "stable" following the procedure; and the patient has been scheduled for a 2 week follow-up.

Manufacturer narrative:
The involved device has not been returned for evaluation. Inspection and testing of a retained sample from the reported lot confirmed that there were no anomalies or defects and performance specifications were met. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. There is no evidence that this event was related to a guidewire defect or malfunction. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description is most consistent with guidewire damage due to the continued manipulation of the device after the tip of the wire reportedly became caught by the deployed stent. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use by statements including: "if any resistance is felt or if the tips behavior and/or location seems improper, stop manipulating the runthrough ns and/or the dilatation catheter and determine the cause by high resolution fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the dilatation catheter, or damage to the vessel"; and "when using a drug or a device concurrently with the runthrough ns, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the runthrough ns." All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).